Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were experiencing low blood glucose level 51mg/dl which was treated with juice. Customer stated that the little thing on the cap was broken. The auto mode feature was not active at the time of low blood glucose event. The insulin pump will not be returned for analysis.